Event description:
Consumer called to report her daughter placed the compress in the microwave for 1 minute. Removed it and used for approximately 30 minutes, complained it wasn't warm enough. Reheated for 30 seconds. Removed from oven and waited 20-30 minutes for it to cool. When she placed on her stomach, the compress exploded. Taken to the ER for treatment (2nd degree burns).

Manufacturer narrative:
Consumer reported to have the compress. Prepaid mail kit sent overnight for return of product. Product has not been returned to date. Awaiting product return to conduct investigation.